Event description:
It was reported that during the implant procedure, the device exhibited loss of output and the patient experienced cardiac arrest for ten seconds. The physician had used electrocautery during the procedure. The patient was stabilized and the device remained implanted.